Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The charge nurse for a user facility reported to fresenius that the dialyzer was heavily streaked by the deformation of fibers during the patient's hemodialysis (hd) treatment. The effective conductivity clearance (kecn) dropped 40 points in one hour. Additional information was obtained during follow-up. The reported issue occurred approximately 1:30 after treatment initiation. The 2008t machine alarmed with the message "air in blood." No defect or damage was noted to the dialyzer. The patient's venous side could not be rinsed back. The patient's estimated blood loss (ebl) is 200 ml. No serious injury or required medical intervention was reported. Treatment was restarted and successfully completed on the same machine with new supplies. The sample was discarded and is unavailable to be returned to the manufacturer for physical evaluation.

Event description:
The charge nurse for a user facility reported to fresenius that the dialyzer was heavily streaked by the deformation of fibers during the patient's hemodialysis (hd) treatment. The effective conductivity clearance (kecn) dropped 40 points in one hour. Additional information was obtained during follow-up. The reported issue occurred approximately 1:30 after treatment initiation. The 2008t machine alarmed with the message "air in blood." No defect or damage was noted to the dialyzer. The patient's venous side could not be rinsed back. The patient's estimated blood loss (ebl) is 200 ml. No serious injury or required medical intervention was reported. Treatment was restarted and successfully completed on the same machine with new supplies. The sample was discarded and is unavailable to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no sample was returned to the manufacturer for physical evaluation. Additionally, no photographs were provided for review. Retention sample analysis was also not performed due to the high unlikelihood of failure detection from 100% batch testing and the small number of reserve samples available. A review of the batch records was performed. 63,456 products were inspected according to protocol and found to be in conformance with specifications. No indication for any relationship with the reported failure mode was identified.